Manufacturer narrative:
The patient's attorney alleges that several years post implant the patient was treated for a hernia recurrence. No medical records have been provided and with the limited information available at this time, an assessment cannot be made in regards to the allegations made by the patient's attorney. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided, a supplemental MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical record review, about 1 year 9 months post implant of perfix plug, patient had abdominal pain, nerve damage and meshoma thereby underwent mesh removal. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, b4, b5, b7, d4 (UDI no.), e3, g1, g3, g6, h2, h6, h10, h11 corrected field: h4 (manufacturing date) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following is alleged by the patient's attorney: (B)(6) 2006 - the patient underwent surgery to repair a right inguinal hernia. As reported, a bard/davol perfix plug was implanted to repair the hernia defect. (B)(6) 2008 - the patient underwent an additional surgery to remove the perfix plug and repair a recurrent hernia. It is alleged by the patient's attorney that, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain. Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with right inguinal hernia thereby underwent open repair with perfix plug. Per the operative notes, "a large direct hernia was found containing extraperitoneal fat defect on the inguinal canal. A perfix plug was placed on the defect along internal ring and the patch was laid over the inguinal canal. The split portion of the mesh was brought around the spermatic cord and sutured." (B)(6) 2008 - patient was diagnosed with groin pain and meshoma thereby underwent exploration of the right groin, triple neurectomy, removal of mesh and repair of recurrent hernia defect. Per the operative notes, "the iiiohypogastric nerve was seen in an unusual position, it appeared to be bound up by the underlying meshoma and overlying onlay of mesh. The meshoma was extremely hard and removed in toto. The sclerotic perfix plug, meshoma and sclerotic overlay patch were sharply excised. At this point the repair of the floor was accomplished." Attorney alleges that the patient had adhesions, mesh migration, nerve damage, hernia recurrence, pain and emotional injuries. Attorney also alleged that the patient had nerve entrapment and inguinodynia. Attorney alleged that during the removal surgery patient had meshoma of the previously placed plug in the internal ring, entrapment of the iiiohypogastric nerve by the mesh and in addition to mesh removal, a triple neurectomy was performed.

Manufacturer narrative:
The patient's attorney alleges that several years post implant the patient was treated for a hernia recurrence. No medical records have been provided and with the limited information available at this time, an assessment cannot be made in regards to the allegations made by the patient's attorney. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is alleged by the patient's attorney: on (B)(6) 2006 - the patient underwent surgery to repair a right inguinal hernia. As reported, a bard/davol perfix plug was implanted to repair the hernia defect. On (B)(6) 2008 - the patient underwent an additional surgery to remove the perfix plug and repair a recurrent hernia. It is alleged by the patient's attorney that, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain.